Manufacturer narrative:
The customer reported that the lower half of the touch panel was not responding. The manufacturer's product support engineer (pse) evaluated the device and confirmed that there was a misalignment in the touchscreen. Although touchscreen calibration was performed, the reported issue remained-- the touchscreen therefore needed to be replaced. The customer requested that the repair be cancelled, and the device was therefore returned to the customer unrepaired. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that the lower half of the touchscreen is not responding to touch. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. Device evaluation and repair are pending.